Event description:
New information received indicates that the atrial lead was explanted and replaced. The pacemaker was also explanted and replaced due to normal battery depletion. The new device was programmed per the physician. The patient tolerated the procedure well.

Manufacturer narrative:
Clavicular crush damage was noted at 28.0-29.8cm from the connector pin. The inner and outer insulation was damaged and some filars of the outer coil were fractured at this location. This is consistent with the observations from the field of noise, decreased atrial lead impedance, and insulation anomaly. Other damages noted were sustained during the surgical procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated that an insulation anomaly was noted on the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the atrial lead exhibited noise and a decreased in impedance; noise was reproduced with arm movement. No intervention was performed. The patient was in stable conditions.